Event description:
It was reported the patient presented for an atrioventricular node ablation. After the procedure, the ventricular leadless pacemaker (lp) exhibited increased capture thresholds. A transvenous pacemaker was implanted on (B)(6) 2025 and lp was programmed as a backup. There were no patient consequences.